Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Additional information provided: two products of lot number is j2402630. One product of lot number is unknown. Adhesion event a crack in the drain event occurred in one case. A crack in the drain event was found after the surgery and the procedure was performed removing the old drain and a new one was used. There is no problem on the patient's condition. Our company's reservoir was used. "What is the lot number of the third 2227 blake drain involved? J2402630. Were any of the faulty drains used on the patient? Unk. If yes, was leakage detected? Please perform and document the follow up attempt for product return. The device will be shipped. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 3 drains were mentioned: are these 3 separate events? Procedure name? Date of initial procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? When was the 2nd procedure performed to remove the drain and replace it with a 2nd new/drain? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. H3 evaluation: complaint sample review : product was inspected visually, below were detailed observations: 1. A sticking marks were found on the trocar. 2. However, a chip-off marks on upper surface of all drains were visible, while inspected under magnification. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. It is inconclusive. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 a drain was used. The drain had adhered to the trocar needle and the drain leaked. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.